Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2014-23012, 1627487-2014-23016. It was reported the pt did not receive adequate therapy with her scs system. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had her system explanted and replaced.